Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was not working. After plugging the pump into a power source the pump features were accessible. Blood glucose (bg) level could not be recalled. The customer continued to use the pump. Later that night the bg elevated and the customer did not think it was related to the wake button. Due to overcorrection, the bg went low. The customer declined to provide further information regarding the event.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No device issue related to the reported high blood glucose was identified.